Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: material: 305200. Batch #: 2172517. Verbatim: rcc received a complaint via email. Email(s) attached. Adverse event, endophthalmitis. Patient experienced an adverse event post injection. Needle lot 2172517. No device failure noted.

Manufacturer narrative:
Additional information: (b) added event details. Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
Additional information: per the dso (drug safety officer), the physician reported that patients were treated with steroids and some he treated with antibiotics.